Event description:
Feeding information was entered into machine and enter was selected to deliver the feed but plunger was disengaged. Machine did not alarm that plunger was not engaged and continued as if feed was being delivered. This resulted in the feed being delayed.